Event description:
This is report 2 of 3 for this event. This is a report of peritonitis in a patient, coincident with dianeal peritoneal dialysis (pd) therapy. The patient experienced peritonitis and was hospitalized on the same day. On an unreported date, the patient was treated for peritonitis with unspecified antibiotics. At the time of this report, the patient was still hospitalized, thought the patient had recovered from this case of peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional relevant information become available, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.